Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify power loss alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No alarms noted in the device history are generated the result of critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm on the insulin pump. The customer¿s blood glucose during the incident was 181 mg/dl. No further details were given. The insulin pump will be returned for analysis.